Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reported one false negative sars result. The customer performed the confirmation (faint positive and inconclusive) sars test on themselves. The customer communicated the result was positive on another rapid antigen assay. The customer had a fever, diarrhea and stomach cramps.3 additional customer events were communicated which are captured on separate reports.